Event description:
It was reported that occlusion alarms occurred. There was no issue causing the customer's blood glucose level to exceed 500 mg/dl or the cgm to read ¿high,¿ suggesting there was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin therapy.